Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain") in a 27-year-old female patient who had essure (ess205) (batch no. 646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermal ablation was performed at the time of essure insertion". The patient's medical history included miscarriage, depression, anxiety disorder, dysmenorrhea, thermal ablation, bipolar disorder and cholelithiasis. Concurrent conditions included body mass index normal, itching, chest pain, abdominal discomfort and pneumonia. Concomitant products included paracetamol (tylenol) for painful intercourse as well as alprazolam (xanax), escitalopram oxalate (lexapro), rizatriptan benzoate (maxalt) and valproate semisodium (depakote). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced discomfort ("bladder or urinary problems or changes discomfort"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient was found to have weight decreased ("weught gain/loss (specify which one)weight loss"). In (B)(6) 2010, the patient experienced hot flush ("hormonal changes: hot flashes"). On an unknown date, the patient experienced rash ("skin rash"), abdominal pain lower ("cramping") and mood swings ("mood swing"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, rash, abdominal pain lower, hot flush, mood swings, fatigue, weight decreased, abdominal pain and discomfort outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the migraine, headache and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, discomfort, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, rash, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight 110 lbs. As per pfs insertion date : (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-mar-2019: pfs received. Historical concomitant condition and medication added. Event: bladder or urinary problems or changes discomfort were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, itching, chest pain and abdominal discomfort. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced rash ("skin rash"), abdominal pain lower ("cramping") and mood swings ("mood swing"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, rash, abdominal pain lower, hot flush, mood swings, bladder disorder, urinary tract disorder, fatigue, weight decreased and abdominal pain outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the migraine, headache and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "hot flashes, mood swing, abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), bladder problems, urinary problems or changes, migraines, headaches, fatigue, weight loss, hair loss abdominal pain", reporter added from pfs. Concomitant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (ess205) (batch no. 646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermal ablation was performed at the time of essure insertion". The patient's medical history included miscarriage, depression, anxiety, dysmenorrhea and thermal ablation. Concurrent conditions included body mass index normal, itching, chest pain and abdominal discomfort. Concomitant products included paracetamol (tylenol) for painful intercourse as well as alprazolam (xanax). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced rash ("skin rash"), abdominal pain lower ("cramping") and mood swings ("mood swing"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, rash, abdominal pain lower, hot flush, mood swings, bladder disorder, urinary tract disorder, fatigue, weight decreased and abdominal pain outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the migraine, headache and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia." Most recent follow-up information incorporated above includes: on 20-mar-2019: reporter information was added. Her historical and concurrent conditions were added. Essure lot number was added. Event thermal ablation was performed at the time of essure insertion added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, rash and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, pelvic pain and rash to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.